Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had a peristomal infection. The peg tube was removed and the stoma was closed. The duodopa therapy was discontinued. Attempts to obtain additional information regarding the patient's condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.